Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer via a company representative (rep) regarding a patient receiving intrathecal clonidine 1000 mcg/ml, bupivacaine 1 mg/ml, and unknown morphine 10 mg/ml in minimum rate mode for non-malignant pain and other chronic/intract pain (trunk/limbs). A motor stall was seen on initial interrogation and the patient did not recently have an MRI. The rep was notified of a pump replacement on the date of this report for the normal elective replacement indicator (eri). When the rep got to the hospital the story had changed. The patient reported the pump stalled and he went to the hospital emergency room (ER) for withdrawal symptoms. The pump logs showed a motor stall and motor stall recovery. The pump status and/or event log report showed motor stall occurred. Motor stall and recovery and stopped pump period may exceed tube set. The motor stall occurred on (B)(6) 2018 and tube set on (B)(6) 2018 with a recovery on (B)(6) 2018. There was no electromagnetic interference (emi) or magnetic interaction and the pump was being replaced on the date of this report. The change in therapy/symptoms was sudden. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) via the return paperwork and the pump was received for analysis. The pump logs were provided examined at (B)(6) 2018 (last change (B)(6) 2018) and showed the estimated elective replacement indicator (eri) was six months. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) indicated the correct date was ¿january 15, 2018¿ in regards to when the home infusion nurse programmed the pump to minimum rate mode. The pump has been placed in the mail for return. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep). It was reported the pump had alarmed, and was programmed to minimum rate on (B)(6) 2018 by the home infusion nurse. The patient was then referred for replacement of the device. It was indicated the pump was nearing end of service (eos) when the motor stall occurred on (B)(6) 2018. The rep stated, "the motor stall may have been premature." The pump was replaced on (B)(4) 2018, and would be returned to the manufacturer for analysis. The expected replacement date was provided as an environmental/external/patient factor that may have contributed to the issue. The patient's weight, other medications being taken at the time of the event, and medical history were unknown, and would not be made available to the manufacturer. It was reported the issue had been resolved at the time of the report. The patient's status at the time of the report was provided as "alive-no injury."

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.